Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. A functional evaluation revealed that the device switched from the color bars to live video where it displayed a black screen. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a damaged connector or internal damage to the cord. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up for a knee surgery, the plug of the scope was broken. The malfunction was solved with no delays or patient harm using a back up device. Results of investigation have concluded that the device switched from the color bars to live video where it displayed a black screen which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.